Manufacturer narrative:
A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site, the report of milky liquid bubbles during surgery is confirmed base on the video attached to the parent complaint; however, the report of phaco tip blockage and phaco burn cannot be confirmed on the video attached to the parent complaint. The root cause for customer complaint issue cannot be determined. Most likely the white substance was created due to a high heat level which may have been the cause of the corneal burn. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The returned sample was visually and functionally evaluated on a calibrated console. Inspection of the sample found no obvious defects that would have contributed to the reported event. The cassette was tested on a centurion console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The sample passed all functional and performance product specifications. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer indicated that the doctor stepped on foot pedal for phacoemulsification during sculpting and some milky liquid bubbles came out during the procedure. It was suspected of phaco tip blockage and may have caused the phaco burn. Doctor immediately released the foot pedal and aspirated the milky liquid. No corneal damage and tip is suspect of this event. The products were replaced to complete the procedure.